Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) device with non-boston scientific atrial and right ventricular leads displayed noise on the right ventricular channel. In addition, high out of range left ventricular and right ventricular lead impedance measurements were obtained. In addition, atrial undersensing was observed. The connection was verified. A decision was made to performed a lead revision. The pocket was reopened and the leads were removed and tested with the pacing system analyzer. All leads were functioning normally with no signs of noise or lead damage. All measurements were normal. Visual inspection of the device header revealed blood in the right ventricular and left ventricular ports. A decision was made to replace this device. This device was removed, replaced and returned for analysis. Upon reconnecting the leads to the replacement device, all lead measurements were normal and appeared to be functioning normally. No adverse patient effects were reported.

Event description:
Additional information was received. It was thought the non-bsc atrial lead and left ventricular leads had been reversed in the header, however the noise had been due to fluid in the device header.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.